Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Tampon lodged in cervix [foreign body in reproductive tract] tampon string disengaged from the sponge [device breakage] case description: consumer reported via e-mail that string disengaged from the tampon. No serious injury reported.

Manufacturer narrative:
Correction: product path updated based upon investigation completed on 15-oct-2021.

Event description:
Tampon lodged in cervix [foreign body in reproductive tract]. Tampon string disengaged from the sponge [device breakage]. Case description: consumer reported via e-mail that string disengaged from the tampon. No serious injury reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Tampon lodged in cervix [foreign body in reproductive tract]. Tampon string disengaged from the sponge [device breakage]. Case description: consumer reported via e-mail that string disengaged from the tampon. No serious injury reported.